Event description:
A report was received that during a lead revision, a physician's assistant mishandled the ipg. The physician replaced the ipg. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Patient's weight not available. Additional suspect device components involved in the event: model: sc-8116-50 description: scs paddle lead - 50 cm (also explanted and analyzed) ipg: product analysis revealed analog ic failure. The exact cause of the failure could not be determined. The failure mechanism is consistent with use of electrocautery during the surgical procedure. Lead: product analysis revealed cuts. Damage is consistent with damage sustained during explant procedure. This is a final report.